Event description:
The surgeon performed a total hip procedure with the assistance of the robotic arm interactive orthopedic system (rio). A high checkpoint value was noted during the procedure after acetabular cup impaction. The surgeon noted that the pelvic array had become loose which likely resulted in the high checkpoint value. The surgeon stated that the cup should be in the correct position as it was completely seated in the pt's acetabulum. During femoral preparation, while removing the femoral broach, the pt's greater trochanter was fractured. The fracture was successfully repaired during the procedure.

Manufacturer narrative:
As part of normal complaint follow-up an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic system (rio) used for this hip procedure. Session files from this rio were confirmed that the high checkpoint value observed after acetabular impaction was due to movement of the pelvic array. Based on surgeon commentary, the acetabular cup should be placed in the correct position as the implant was noted to be fully seated in the pt's acetabulum. The femoral fracture was determined to be due to the age of the pt (B)(6). Review of the pt's pre-operative x-ray and CT scan showed that the cortical bone in that particular region appeared very thin. The surgeon also confirmed that the fracture was not due to the particular femoral stem used in the procedure but likely the result of the pt's age.